Event description:
It was reported that the user experienced repeated insulin occlusion alarms while using the insulin delivery system, observed drops during a fill-tubing check after disconnecting from the infusion site, and had persistent hyperglycemia with a highest reported blood glucose of 360 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included interruption of automated insulin delivery, user-initiated suspension and resumption attempts, and transition to back-up therapy with a 6-unit subcutaneous insulin injection. Investigation included guided troubleshooting and education to disconnect from the site, perform tubing prime verification, and revert to back-up therapy with instructions to remain disconnected for at least two hours after injection and to replace the infusion site before resuming pump therapy. Investigation of this case revealed that an occlusion alarm recurred despite tubing appearing intact, suggesting flow restriction at the infusion site. It was concluded that the event was consistent with an insulin delivery interruption due to probable infusion-site occlusion, and replacing the infusion set was recommended to restore therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.